Event description:
During a surgical procedure a surgical illuminator was connected to a luxtex light source. The surgical illuminator was a light mat, mfg, lumitexmd inc. Ref# ua2550 lot# i01802. The circulating nurse noticed an electrical burning smell that continued to get worse. She discovered the cord from the surgical illuminator was smoking. She went to remove the cord and as she grabbed the cord to remove it from the light source, she burned her fingers. The metal connection of the surgical illuminator was very hot.======================manufacturer response for light sources, xenon, luxtex mlx (per site reporter).======================they told us we are not using their illiminator so it is our problem.